Event description:
It was reported that on (B)(6) 2010, angioplasty was performed in a re-stenosed, unspecified stent, in the proximal right coronary artery (rca) and a 2.75x23mm xience v stent was successfully implanted in another unspecified, re-stenosed stent, in the distal rca. The patient was discharged home the following day. On (B)(6) 2013, re-stenosis of the 2.75x23mm xience v stent was noted. The patient was admitted to the hospital for angina and another percutaneous intervention (pci) was performed in the re-stenosed xience v stent. The restenosis resolved without additional sequela and the patient was discharged home the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Restenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.